Event description:
It was reported when using the bd pyxis medbank system, the medication was not on the patient list during the medication dispensing process and also, when trying to add an item, it could not be seen in the system. The required medication, tramadol 50mg, was not present on the list. No other information has been released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was not present on the patient's profile during the medication dispensing process. A technical support specialist called a pharmacy had them repush the item. This loaded the item into the patient's profile to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.